Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was confirmed via evaluation of the returned system controller (serial number: (B)(6). The reported event of atypical low voltage alarms was confirmed log file analysis. Log files were submitted for review and downloaded from the system controller upon return to abbott. The controller event log files contained data spanning 2 days combined (25nov2024 ¿ 26nov2024 per the timestamps). The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion due to the relative state of charge (rsoc) voltage on the white power cable dropping while connected to 14v batteries. The driveline was disconnected at 12:55:50 on (B)(6)2024 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed within the expected range throughout the log files. The system controller was returned with black tape covering a small portion of the outer jacket of both the black and white power cables near the strain reliefs on the power cable connector side of the cables. The tape was removed for further inspection, revealing that the outer jacket was torn and the underlying layer was exposed. The shielding was also exposed in the white power cable. No wires were exposed in either cable. Electrical testing of the power cables revealed an elevated resistance on the relative state of charge (rsoc) wire in the white power cable that fluctuated as the cable was manipulated by hand; this is consistent with conductor breakdown. No other issues were observed. The returned system controller was functionally tested and found to operate as intended during analysis. The system controller was tested on a mock circulatory loop with test 14v batteries and with a test power module and no atypical alarms were produced, including when the power cables were manipulated by hand. The outer jacket and underlying layers were removed from the power cables. A green contaminate consistent with fluid ingress was observed. No damage to the underlying wires was observed. The root cause of the reported event could not be conclusively determined through this analysis. Although not reproduced during testing, the observed conductor breakdown of the rsoc wire in the white power cable could have contributed to the reported alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿, inform the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. D) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had low voltage and low battery alarms. Both the batteries and battery clips were cleaned at the connection points, re-calibrated, and confirmed to be up-to-date. There were no visible or concerning issues with the batteries upon examination. The system controller was taped on both power cords. Per the patient, there was exposed wire/tear underneath the tape. They reported no pin damage. The old system controller also had old software, the system controller was exchanged. Following review of the submitted log files, it appeared there were several intermittent strings of low power advisories while tethered on battery power. There were no other unusual events seen within the log files.